Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between february 3, 2020 to february 4, 2020. H10: the actual device was not available; however, thirty-seven (37) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling each of the 37 companion samples with saline solution to the nominal volume (100 ml). During and after fill, no evidence of a rupture were observed from the bladders. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates ruptured. The bladder ruptures occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.